Event description:
It was reported to philips that the device charged on its own twice. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.